Event description:
Caller reported that a malfunction occurred on the pump, specifically identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.